Event description:
As reported for this event by the customer, two to three hours after the start of therapeutic laparoscopic pyloric gastrectomy, an unknown error occurred and there was no device output. When examined, the device teflon pad was peeled. The procedure was completed with a new device. There is no harm or adverse impact to the patient. The device was inspected before use with no abnormality noted.

Manufacturer narrative:
Full name of the facility is (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, a part of the teflon pad was found to be peeled back. There was a contact mark with the probe tip in the non-insulated part. There was a mark on the tip of the probe that came into contact with the non-insulated part. A probe check was performed for the device with test devices usg-400, esg-400, and td-tb400; there were no abnormalities noted. When the grip was closed and the seal mode was output, no seal short circuit error code u511 occurred. This check was performed as the wearing of the teflon pad occurs when the seal and cut output is performed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a non-insulated area of grasping section. The following step-by-step scenario likely caused the event: nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This can cause the tissue pad to partially wear out and peel off. Since the tissue pad was worn out, the non-insulated area and the distal end of the probe came into contact. The output was activated in seal & cut mode while the non-insulated area was contacting the probe. This caused the probe and the non-insulated area to have a contact mark, and the error was detected. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation."

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The doctor was performing cut function. Settings were cut 1/corg3 and intelligent tissue monitoring (itm) was off. There was no delay in the completion of the procedure